Manufacturer narrative:
Device is combination product. Device evaluation by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, stent damage occurred. The 90% stenosed target lesion was located in the moderately tortuous proximal left anterior descending artery. A 3.00x12mm promus element stent was implanted in the target lesion. A 2.0x15mm apex balloon catheter advanced for post-dilation when the apex balloon catheter came in contact with the promus element stent. Ivus was performed and stent damage was noted. The procedure was completed with this device. No patient complications were reported and the patient's status is good.